Event description:
The patient reported that with their previous implantable neurostimulator (ins), it took forever to recharge it, and they were ¿constantly plugged into the wall.¿ the patient stated that this is because when they get their period, they get inflamed and swollen, and when that happens they can't recharge because they are so inflamed in that area that the device won't charge. The patient also noted that their ins had been in ¿hibernation mode¿ and they are familiar with having to jump-start the battery. However, the patient stated that the jump starts didn't work because their ins was in ¿hibernation mode¿ for too long, so they couldn't get it going again, and had to have it replaced. No further symptoms were reported. The patient was implanted for non-malignant pain and other non-malignant pain.